Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1. Initial reporter address (B)(6). E1. Initial reporter city-(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were tightly folded. A microscopic examination of the balloon found no tears or holes in the balloon material. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak confirmed. The pinhole leak was confirmed over the proximal marker band. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found multiple kinks along the length of the hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.